Event description:
(B)(6) 2022, hcp reported patient had molded pdo threads implanted on (B)(6) 2022. According to hcp, the patient felt one thread protruding from under her nose which was removed at their facility on (B)(6) 2022. The patient also stated that on (B)(6) /2022, she woke up and noticed a thread on her pillow. 08/19/2022, hcp confirmed the patient was doing fine.